Event description:
It was reported, the camera control unit had an e117 (otv error) code. The issue occurred at reprocessing after an unspecified diagnostic procedure. The patient was not under anesthesia. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction in g2(unmark health professional and company representative) and additional information added to field in h6. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely e117 (otv error) occurred due to failure of the mother board. Olympus will continue to monitor field performance for this device.